Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A nurse reported that air bubbles came into the eye through the infusion cannula during procedure. The procedure was completed with no patient harm. Additional information and sample has been requested.

Manufacturer narrative:
The lot complaint history was reviewed, this is the thirty-eighth complaint for the finish goods lot; however, the thirty-seventh for this issue. The device history record shows the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The infusion cannula in question was not returned for functional testing. The probe manifold was also missing from the returned sample. Used lab stock components to replace missing items and continue testing. A console representing the current software version was used to test the sample. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No fluid or air leak was detected from the infusion air line and the administration during priming process. The infusion pressure was measured at multiple set points throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. . Fluid flowed from bss to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).